Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous high troponin I (accutni) results for one (1) patient sample generated on their access 2 immunoassay system. The erroneously high accutni patient sample results were reported outside of the laboratory. It is unknown if there was patient treatment impact associated with this event. The customer reported the accutni assay using a new lot of accutni reagent (lot# (B)(4)). Lower results were obtained. Quality control results were recovering within the laboratory's established ranges at the time of the event. Recent system checks performed were within instrument specifications.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. The customer sent the patient sample to bec for analysis. Bec confirmed the existence of an interferent in the patient sample. The interferent is likely related to alkaline phosphatase which can result in false positive accutni results. The newer reagent pack (lot # (B)(4)). That the customer used for repeat analysis (which yielded lower results) has an enhancement to the formulation to address alkaline phosphatase associated false positive results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.